Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. It was reported that the ventilator failed the pre-use check during the pressure transducer test. The fault was isolated to the turbine module which was replaced and returned for investigation. Simulated use testing of the received turbine module reproduced errors indicating faults within the turbine module, although not the precise same ones. During test, the device failed pre-use check due to internal leakage and turbine communication failure. The evaluation of the received device logs can confirm the event regarding the failing pressure transducer test. Historical review (month of april) also confirms the alarm indicating a turbine module failure. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).